Event description:
It was reported sprinklr by the patient's spouse that the patient passed away because the dexcom "messed up". There is no reporter contact information to follow up for additional information. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, it was clarified that this report is a duplicate of 3004753838-2025-286361. Although the date of event is documented as 10/12/2025 in this report, this was documented in error. The social media post of "the patient's spouse that the patient passed away because the dexcom "messed up"" is the same event as the one documented under 3004753838-2025-286361. Please disregard the initial MDR for 3004753838-2025-311415.

Manufacturer narrative:
(B)(4). 3004753838-2025-311415 was reported in error. Please disregard initial reporting of this event as this event has now been deemed a duplicate of 3004753838-2025-286361.